Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture and high pacing thresholds due to a dislodgement. This was discovered during a follow up by x-rays. Surgical intervention was performed and this lead was repositioned. The lead remains in service. No additional adverse patient effects were reported.